Event description:
Spontaneous. Pt reported mixing new cassette yesterday (B)(6) 2022, began infusion at 11am then at 9:30pm one pump began to alarm "no disposable, pump won't run". Pt attempted to troubleshoot but ended up having to switch tubing and mix a new cassette. Pt began infusion today (B)(6) 2022 at 2:30 pm and the other pump began to alarm "no disposable, pump won't run". Pt again attempted to troubleshoot but again had to switch tubing and mix a new cassette. Pt was able to restart infusion but is concerned same issue will occur again. Pt added that pump has some buildup/ corrosion on one of the battery prongs but did not specify which pump. Pump serial numbers (B)(4) and (B)(4). Pt only had lot number 4207359 for one set of tubing. Pt did not have cassette lot number(s). Pharmacy will dispense replacement pumps, cassettes and tubing. No other information available. Did the reported product fault occur while in use with the patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual cassette available for investigation? Yes. Did we [MFR] replace cassette? Yes. Did the patient have a backup product they were able to switch to? Yes was the patient able to successfully continue their infusion? Yes. Is the therapy life sustaining? Yes. Reported to (B)(6) by: patient/caregiver.